Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
The complaint/event involved a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves. A device incident was reported with the arterial catheter system in the intensive care unit. The proximal valve had a leak, allowing air to enter into the tubing. Immediate actions taken: the device was replaced which increased the risk of infection for the patient. There were no reported clinical consequences for the patient.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot 8602169 was reviewed and no non conformities were found that would led to the reported complaint.